Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the guidewire lumen was noted to be bent when it was removed from the packaging. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.